Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and when flushing the vizigo sheath, water began squirting out. Upon inspection, they noticed a crack along the tubing of the vizigo sheath. No damage to the packaging was noticed. When the sheath was replaced, the issue resolved. No adverse patient consequence was reported. Additional information indicated that while the tubing was attached to the vizigo sheath, when they attached a syringe to flush, it never made it to the sheath due to the hole within the sheath.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A device history record review was performed for the finished device (B)(6) number, and no internal actions related to the complaint were found during the review. Additionally, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).